Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as stress, sever pain and treated with manual mode. Customer's blood glucose value was 123 mg/dl at the time of the call. Customer reported that they had multiple medical issues including a brain tumor. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.